Event description:
Customer reports to have a blank display screen. Customer states she received a failed battery test alarm, and when attempting to change batteries, she recieved a blank display screen. Customer's blood glucose was 302 mg/dl. After troubleshooting, display screen did not return, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. No failed battery test alarm or blank display noted with a test battery cap. Insulin pump had minor scratches on cld window, cracked battery tube threads and cracked reservoir tube lip.